Manufacturer narrative:
B5: describe event or problem - updated to account for cardiac tamponade event. D3: manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code - updated g1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated h6: patient codes- added a cardiac tamponade patient code.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and at that time it was noted that the patient had a pericardial effusion. The closure device was successfully implanted in the patient. The physician performed a pericardial tap and drained the effusion. There were no other complications and the patient is expected to make a full recovery. It was further reported that the patient experienced a cardiac tamponade in addition to the pericardial effusion that was previously reported on the same day post procedure.

Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and at that time it was noted that the patient had a pericardial effusion. The closure device was successfully implanted in the patient. The physician performed a pericardial tap and drained the effusion. There were no other complications and the patient is expected to make a full recovery.